Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the third iab used.

Manufacturer narrative:
Additional information sex - female date of birth - (B)(6) 1944. Age at time of event/age units(patient) - 76 years weight - 76kg the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the third iab used.

Manufacturer narrative:
Updated sections - date of this report, device available for eval, return to manufacture date, date received by mfg,type of report,mfg follow-up #, if follow-up, what type, device evaluated by mfg, device not eval provide code, evaluation method codes , evaluation result codes , evaluation conclusion codes , addtl mfg narrative/corr. Data. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the third iab used.

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the third iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).